Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the tubing of the set was sealed by the packaging machine. An underwater leak test was performed and the device leaked where the set was sealed by the packaging machine. The reported condition was verified. The cause of the condition was that the set was caught in the pouch seal during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set was leaking from the tubing. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.